Event description:
It was reported that during a graftlink procedure, the surgeon tightened the construct with knee in full extension. Upon cycling the knee into flexion, an audible pop was heard. On inspection the trrt (tightrope rt) on the tibia had come loose. It was removed. A small incision was made over the femoral trrt to cut the suture and remove the button, because when the button failed on the tibia, they had to take the entire graft out of the patient and "re-do" the graftlink.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, this type of event is most likely caused by applying excessive force on the shortening strands, nicking the suture with another instrument, fraying from sharp edge of the bone tunnel. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.